Manufacturer narrative:
(B)(4). The site has indicated that the incident sample is not available for evaluation. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that approx 45 minutes into a procedure, the device activated on its own. Another device was used to complete the procedure without incident. There was no pt injury.